Event description:
It was reported that the patient was experiencing shocking or jolting sensation. There was no known accident or incident related to this issue. The only change was that the patient was now on cholesterol medication. The location of the patient's symptoms was right leg. The patient felt strong vibration in front right thigh and then it traveled to the other leg. This occurred one month ago. Left breast area. The patient felt this aobut 30 minutes ago. The patient was seen last week by a health care provider. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model # 3778-75, lot # v379160014, implanted: (B)(6) 2010, explanted: unknown; lead: model # 3778-75, lot # v377482016, implanted: (B)(6) 2010, explanted: unknown; programmer: model # 37743, lot # nke145556n; recharger: model # 37752, lot # nka138604n.